Event description:
The customer reported that the lh750 hematology analyzer generated erroneous eosinophil results on one patient sample. There sample was repeated several times with various differential results ranging from zero eosinophils identified to 90.9% eosinophils. The test results were accompanied by various instrument-generated flags for blasts and other immature cells. It is unknown if erroneous results were reported outside of the laboratory. A manual differential was performed on the same specimen with results of 87% eosinophils. There were no reported changes to patient treatment associate with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This report is on patient 1 of 1 on day 2 of 3. See MDR #1061932-2011-01130 for patient 1 results on day 1 of 3 and MDR #1061932-2011-01132 for patient 1 results on day 3 of 3. Analysis of the raw data associated with this patient's test results indicated that the eosinophil population appeared in an indistinct region between the typical neutrophil population location and the typical eosinophil population location. Because of this situation the software algorithm used by the lh750 analyzer could not consistently and correctly classify the eosinophil population. As this appeared to be a patient-specific issue, field service was not dispatched to the site.